Event description:
During a transfer from bed to wheelchair, while utilizing a full mechanical lift and ergomed sling, the sling's left upper clip separated from the sling, causing the resident to move backward and to the left. The resident was lowered to the floor by 2 staff members.